Event description:
The dealer stated the pilot valve is not working and the sieve bed has blown out. The also stated the switch is not working. No injury or property damage was reported. No additional patient information was provided, no additional product usage detail was provided.